Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 (mg/dl) after receiving a cortisol injection. Customer indicated that they will administer insulin injections and program a temporary increased basal rate to treat bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.